Event description:
It was reported by the nurse that they were having less nuisance alarms for air in line. This was reported to a bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Additional information : manufacturer narrative. The root cause for the reported issue of an general nuisance air-in-line alarms was not determined because no products or device logs were returned.

Event description:
It was reported by the nurse that they were having less nuisance alarms for air in line. This was reported to a bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.